Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid 2 mg/ml at 0.23 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as malignant pain. It was reported that the patient's healthcare provider (hcp) would no longer pay for the medication and the patient would have to go to the pharmacy to pick it up. The patient doubted that the pharmacy could fix the medicine by (B)(6) 2015. The personal therapy manager (ptm) indicated the patient would be out of the medication on (B)(6) 2015. When the patient spoke to their hcp, the patient asked for the concentration of the medication and was told to call back. On (B)(6) 2015, the hcp was in the pain management clinic and the patient never heard back. The patient called four times and did not get a return phone call from the hcp. The patient doesn't know that her hcp is going to refill her pump. On (B)(6) 2015 the patient saw an 8254 code displayed on the ptm indicating a non-critical low reservoir alarm. On (B)(6) 2016, the pump was sounding the critical alarm and the ptm displayed an 8286 code indicating an empty reservoir alarm. The patient has gone through the worst of withdrawals and has been sick as a dog since the pump has been empty. The patient's withdrawal symptoms included diarrhea, severe abdominal pain and headaches starting on (B)(6) 2015. The patient managed to get through all of that and then when the pump was completely empty then on (B)(6) 2016 the patient resumed with diarrhea and severe abdominal pain. On (B)(6) 2016 the patient was still pretty bad, but on (B)(6) 2016 the patient is slowing down and taking diarrhea medication. The patient was pretty sure it is withdrawal. The patient's main concern is just trying to keep from ruining the pump mechanism. The patient wanted the alarm off, and could not find a physician. The patient inquired if a company representative could meet them at a hospital on (B)(6) 2016 to have the pump checked for damage and refill with saline. The patient was working with a new patient coordinator so they can get an appointment to get the pump refilled. It may be a month or two before the patient could get into the hcp.

Event description:
Additional information was reported by the consumer. The patient reported that the steps taken to resolve the pump alarm and symptoms was that they had called three pain management doctors that they had seen previously and were turned down. After ten more calls the patient found a doctor that would take them, but they cannot get in before their spine surgery. The patient's pump alarm and symptoms had not been resolved, and they had not found a physician to refill their pump.